Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified notification occurred. Customer's blood glucose (bg) level was "high" (specific value was unknown); a correction bolus via the pump was administered to address elevated bg. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. Reportedly, customer changed the pump supplies to address issue and insulin delivery was resumed.